Event description:
The customer reported that " the monitor failed to realarm, maybe even sound the original alarm, for a desat on one of our babies".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after phillips obtains more information concerning this event.